Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D10: complainant part is not expected to be returned for manufacturer review/investigation. H3, h6: investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date of event: unknown date in 2019. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date, the locking screw which had been used for the distal side stopping has backed out 12 weeks after the surgery. Initially, the patient underwent an open reduction internal fixation with an unknown multiloc humeral nail long on (B)(6) 2019 due to a diaphyseal humeral fracture. On (B)(6) 2019, the patient underwent another surgery to remove the reported screw, and was implanted with a new screw which was inserted into another screw hole on the nail. It is unknown if there was a surgical delay. Patient status and surgical outcome were unknown. Concomitant device reported: unknown multiloc humeral nail long (part # unknown, lot # unknown, quantity 1), unknown locking screws (part # unknown, lot # unknown, quantity unknown). This report is for one (1) 4.0mm ti locking screw w/t25 stardrive 26mm f/im nails-ster. This is report 1 of 1 for (B)(4).